Event description:
As reported in a literature review, inferior vena cava (ivc) stent placement was complicated by longitudinal stent fracture and migration of a stent fragment to the right pulmonary artery 2 years after initial placement. During attempted stenting of a hepatic venous anastomotic stenosis following orthotopic liver transplantation, a palmaz p308 stent migrated and was redeployed into the ivc. Two years later, the patient experienced worsening abdominal distention. He also noted worsening dyspnea on exertion, decreased appetite, and back pain. A transjugular liver biopsy and hepatic venous pressure measurements were performed. A significant stenosis was noted at the suprahepatic venous anastomosis with a 14 mm hg pressure gradient. The patient returned 2 days later for balloon angioplasty and stent placement. The patient had had recurrent ascites and liver failure. Chest radiograph showed the palmaz stent had fractured longitudinally with a fragment in the right interlobular pulmonary artery. Half of the stent remain in the ivc. Mild stenosis was noted in the ivc where the stent was deployed.

Manufacturer narrative:
Literature articles: goelitz, b.w., darct, m.(2007) longitudinal stent fracture and migration of a stent fragment complicating treatment of hepatic vein stenosis after orthotopic liver transplantation. Semi intervention radiology 24 p333-336. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported in a literature review of longitudinal stent fracture and migration of a stent fragment complicating treatment of hepatic vein stenosis after orthotopic liver transplantation by brian w. Goelitz, m.d and michael darcy, m.d, inferior vena cava stent placement was complicated by longitudinal stent fracture and migration of a stent fragment to the right pulmonary artery 2 years after initial placement. During attempted stenting of a hepatic venous anastomotic stenosis following orthotopic liver transplantation, a palmaz p308 stent migrated and was redeployed into the inferior vena cava and post-dilated with an 18 mm balloon. Two years later, the patient experienced worsening abdominal distention, worsening dyspnea on exertion, decreased appetite, and back pain. Chest radiograph showed the palmaz stent had fractured longitudinally and a fragment migrated to the right interlobular pulmonary artery with half of the stent remaining in the inferior vena cava. Mild stenosis was noted in the inferior vena cava where the stent was deployed. No attempt to remove the stent fragment was made. The article indicates that over dilation may have been associated with the stent fracture. The patient did well post procedure with improvement in clinical symptoms. The product was not returned for analysis as it remained implanted in the patient. A review of the manufacturing records could not be conducted without a lot number. With the limited information provided concerning the stent migration, and without return of the device for analysis or films of the event, it is not possible to draw a conclusion about a clinical relationship between the device and the event. In regard to the complaint of the stent fracture and separation, there are possible procedural factors (possible over dilation of the stent) that may have contributed to the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.